Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with increased pacing threshold measurements. Recently, this lv lead exhibited varying impedances with high pacing threshold measurements up to 5.0 volts. Noise was also noted on the lv channel. The health care professional (hcp) checked all configurations and found out that the lv tip to ring was the best configuration. Troubleshooting measures were discussed along with the physician. There were no reports of the patient being symptomatic. This lv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that this left ventricular (lv) lead was explanted and replaced due to high oor pacing lead impedance measurements of greater than 2000 ohms along with noise upon isometrics. The source of these clinical observations was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Visual inspection revealed several bends in the insulation tubing approximately 39-41 centimeters from the terminal pin where the cathode wires underneath were fractured. The fracture was most likely in the area of the suture sleeve.